Manufacturer narrative:
The rollers for the gantry were returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Additional groove rollers were returned to the manufacturer for evaluation. It was noted that two of the rollers were damaged with crooked bearings.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that in addition to the blocked rollers inside the gantry, the system was making noise when the gantry moves. The top rollers were making a long black mark on the top of the gantry. The representative replaced the affected rollers on the system. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the rollers were found to be blocked inside the gantry of the imaging system. There was no patient present when this issue was identified.